Event description:
Customer called to report that she was unable to prime/ rewind the insulin pump due to the error alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk.